Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s post-operative bleeding and subsequent death is unknown. There is no allegation that a malfunction of a da vinci system, instrument or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. An isi field service engineer (fse) conducted a system log review and the results were as follows: based on site review, seven procedures were completed after the event with no complaints reported. A system error log review was conducted on (B)(6) 2022 for the procedure date of (B)(6) 2022 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. An isi medical safety officer (mso) has reviewed the event information provided and indicated that the cause of the patient¿s mortality after a da vinci-assisted partial nephrectomy is unknown. This complaint is being reported due to the following conclusion: after a da vinci assisted partial nephrectomy, post-operatively, the patient experienced bleeding and expired. At this time, the root cause of the patient¿s post-operative complication and subsequent death is unknown. There is no allegation that a malfunction of a da vinci system, instrument or accessory occurred.

Event description:
It was reported that after undergoing a da vinci-assisted partial nephrectomy procedure, the patient experienced post-operative excessive bleeding and expired. On 23-feb-2022, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon stated that there were no issues intra-operatively with the da vinci surgical system or instrumentation and that he felt that surgically and technically that this was one of the best cases he has performed. The left kidney tumor was removed from the posterior upper pole and measured 5 cm. The kidney was closed with four 2-0 vloc and two 3-0 vloc sutures and hemolok clips. A jp-drain was placed at the end of the procedure. At 4:30 am the surgical resident called to make him aware that the patient was coding. CPR was performed for an hour but the patient expired. It was noted that the jp-drain had an unspecified amount of blood that was not documented on the CPR code sheet. The autopsy report is not yet available.